Event description:
It was reported that the pt experienced an inappropriate therapy. It was discussed that the device settings should be adjusted to prevent an unnecessary shock. The issue was clinically resolved by reprogramming the device and it remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance for the product and this report only represents an enhancement to the reporting criteria going forward.